Event description:
It was reported the patient underwent an artificial urinary sphincter (aus) replacement surgery because they experienced leakage. The existing aus was explanted and replaced with a new aus consisting of 4.0 cm cuff, pump, and balloon. The patient was transferred to recovery following the operation. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.